Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient that the atrial lead was fractured. The patient also reported that the clinic made the decision to have the "pacemaker only function as backup." Follow-up with the physician confirmed the lead was fractured and it will be evaluated for replacement when the device battery depletes, however, it was also noted by the clinic that the patient is in chronic af. The lead remains implanted and was deactivated. No patient complications have been reported as a result of this event.